Event description:
The paramedics were attempting to lower the cot to the level of the hospital bed to transfer a pt when the cot allegedly dropped part of the way. No pt injury reported. Allegedly, one of the paramedics was not ready for the clot to lower and attempted to support it, sustaining a back injury. This paramedic reported suffering an injury to three discs. The paramedic is reportedly undergoing physical therapy at this time but may require surgery at a later date.